Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/10/2015 with the following findings: a review of the pump¿s black box history showed no evidence of power issues occurring. Visual inspection revealed that the battery compartment was cracked along the side of the threads. There was no evidence of moisture inside the battery compartment. No battery cap was returned with the pump. A test battery cap was able to maintain and electrical connection with the pump and was used to complete all testing. The pump was exercised for 24 hours with no power issues occurring. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture was found inside the pump. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. The complaint that the pump had no power was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump had no power. It was noted that there was moisture/corrosion inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.